Event description:
Information received by medtronic indicated the insulin pump switched off without low battery alarm. Customer had replace battery now alarm and they replace battery and at the time of call insulin pump was in still manual mode. Customer was guided to check smart guard checklist and they referred that only updating smart guard was without tick. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.